Manufacturer narrative:
(B)(4). Batch # m53y37. Additional information was requested and the following was obtained: will all pieces be returned with the device? No information. If no, how were the pieces disposed of? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open right hemicolectomy, the firing knob was broken off at the second firing when the firing knob was stuck and then moved forward forcibly. The firing stopped when the knife reached an existing staple line. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.